Manufacturer narrative:
Additional information has been provided in a.2.,b.7.,d.9.,h.3., h.6., and h.11. The lens was returned inside a plastic specimen cup with a screw top lid. Viscoelastic was dried on the lens. The optic was cut into pieces, typical of an insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company diopter (add power 2.2/3.2 diopter) lens was removed and replaced with a noncompany monofocal 22.5 diopter lens. Due to the exchange of a multifocal lens for a monofocal lens and a half diopter less, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. The file indicated that the consumer was the reporter. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient experienced poor distance vision, glare, halos and no contrast. So, the lens was exchanged with another company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).